Event description:
It was reported that the patient underwent a revision fusion procedure from l2 to the ilium. The surgery was uneventful. Upon closing the skin, the patient went into cardiac arrest and began losing copious amounts of blood via the wound drains insitu. Upon further examination via anterior exploration, the anterior annulus of the l5-s1 disc space was intact, and no apparent cause of the bleeding could be identified. The implants had not been inserted too far anteriorly. The patient died in early 2009. The cause of death has not been determined, however, the physician does not believe it is related to the implanted products or the surgical procedure.

Manufacturer narrative:
It is unknown if these products caused or contributed to the reported event. We are submitting this report for notification purposes. Neither the devices nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.